Manufacturer narrative:
UDI not available. Device not distributed in us. During inspection and testing, the bending tube had come off, the bending rubber was torn, and the metal was sticking out of the device. A review of the device history record found no deviations that could have caused or contributed to the reported event. The device shipped according to specifications. Based on the results of the legal manufacturer's investigation, it is likely this complaint is the result of: insufficient soldering at the solder joint causing the insertion tube to detach. However, a definitive root cause of the reported issue could not be identified. During testing and inspection, the following was also found: the customer¿s complaint (the tip came off and the inside was exposed) was not confirmed. Per the legal manufacturer, this device defects have no potential to cause or contribute to death or serious injury if the malfunctions were to recur. Olympus will continue to monitor field performance for this device.

Event description:
The customer reported to olympus that during preparation for use the tip unit came off and the inside was exposed. There were no reports of patient harm associated with this event. The subject device was sent back to olympus for evaluation. During inspection and testing the following was found: bending manipulation and insertion tube defects, the bending tube had come off the device. This report is being submitted for the malfunction found during evaluation (bending manipulation and insertion tube defects).